Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that upon handing this device off to the physician, particles were observed in the air. The device was not used due to concern over sterility and another device was instead implanted.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted, but not implanted for an unspecified reason. Another s-ICD was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that upon handing this device off to the physician, particles were observed in the air. The device was not used due to concern over sterility and another device was instead implanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.